Event description:
Information received from the field notes that during the implant procedure, an electrocautery device came into contact with the pacemaker can. The pacemaker immediately began to pace at 30 ppm, then there was no output for about one second. A hardware back-up message was displayed onscreen when telemetry was established. A software download was not successful. The patient was pacemaker dependent.